Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The complaint allegation was confirmed through cis analysis. Additionally, an excess silicone flash was observed on the external valve. Correction to the initial MDR in block(s) brand name (d1) and common device name (d2a), in section d - suspect medical device.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The sheath was prepped and inserted as normal. A fast drip fluid was leaking from the sheath valve when a non-boston scientific (pentaray) catheter was inserted. The sheath was not leaking when the farawave was inserted. The procedure successfully completed using original method and/or device. The sheath was leaking saline at first then started leaking both blood and saline. No visible damage was noted to the luer. The sheath was irrigated using an alaris pump. The flow rate during normal use was 100, except during exchanges it is increased to 999. The case was completed using the leaking sheath. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The sheath was prepped and inserted as normal. A fast drip fluid was leaking from the sheath valve when a non-boston scientific (pentaray) catheter was inserted. The sheath was not leaking when the farawave was inserted. The procedure successfully completed using original method and/or device. No patient complications occurred. The device is expected to be returned for analysis. 13aug2025: gfe response received: the patient information is not available. The sheath was leaking saline at first then started leaking both blood and saline. No visible damage was noted to the luer. The sheath was irrigated using an alaris pump. The flow rate during normal use was 100, except during exchanges it is increased to 999. The case was completed using the leaking sheath.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The sheath was prepped and inserted as normal. A fast drip fluid was leaking from the sheath valve when a non-boston scientific (pentaray) catheter was inserted. The sheath was not leaking when the farawave was inserted. The procedure successfully completed using original method and/or device. The sheath was leaking saline at first then started leaking both blood and saline. No visible damage was noted to the luer. The sheath was irrigated using an alaris pump. The flow rate during normal use was 100, except during exchanges it is increased to 999. The case was completed using the leaking sheath. No patient complications occurred. The device is expected to be returned for analysis.